Event description:
It was reported that per sample evaluation, the coude indicator was found to be misaligned.

Manufacturer narrative:
The reported event was confirmed. A potential root cause could be due to a machine error during the dipping form selection process. As the event was found to be manufacturing related, it is deemed to be a failure of specifications. As the catheters were returned unopened it does not appear that the device was used. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. Labeling review is not required as the reported event was found to be manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that per sample evaluation, the coude indicator was found to be misaligned.